Event description:
It was reported that the pump alarmed with screen reading "downstream occlusion". The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 3ml/hr. Total reservoir volume: 138ml. Upstream sensor was on. The pump was not used to prime the extension tubing. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.